Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia/ ventricular fibrillation (vt/vf) could not be conclusively determined through this investigation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department in ventricular tachycardia/ ventricular fibrillation (vt/vf) with low flow alarms and cardioversion was performed, which resolved the event. Log files were submitted to analyze if correlation of low flows and the vt/vf could be deducted from the data. The log file captured 113 pulsatility index (pi) events on the morning of 05aug2024. It was additionally reported that the patient had a history of vt and atrial fibrillation. An implantable cardioverter defibrillator (ICD) was implant prior to left ventricular assist device (lvad) therapy.